Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is prior to (B)(6) 2024. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3 (no):the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that they pushed the monofocal intraocular lens (iol) through, felt like she had to force it and it broke off so had to retrieve broken parts and put complete new lens in. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that the code "1487" should have also been entered in the section "h6" of the initial MDR report which inadvertently it was not entered; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: device code(s): 1487 - device difficult to setup or prepare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.